Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred.

Event description:
It was reported; interventional radiologist had a patient with a catheter rupture. This patient's PICC was placed in march of this year. No aspiration of blood possible. Injection of nacl shows leakage of fluid along/out of the insertion point. Contrast injection shows extravasation of contrast at the insertion point: catheter rupture. Consequently, placement of a new single-lumen 4f PICC.